Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Alert-lead integrity alert triggered 1-patient alert for lead failure predictor on (B)(4) 2011 03:00:06. Sensing - oversensing 3-ventricular nst<=140 ms on (B)(4) 2011 in the timeframe between 12:00:35 and 12:00:40. 1 - vf=210 ms average v-cycle on (B)(4) 2010 14:26:56. Sensing - interference/noise ventricular short interval count v-sic=9.5 counts avg/day, in 117.21 days, between (B)(4) 2011 12:40:13 and (B)(4) 2011 17:40:16. Impedance - varying resistance/impedance weekly pace lead impedance trend data show various spike increases for max ventricular pace bi impedance= 589 to 1577 ohms range between (B)(4) 2010 and (B)(4) 2011.

Event description:
It was reported that the device showed invalid data. The device remains in use. No patient complications have been reported as a result of this event.